Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications when shipped. The subject device was repaired within the past one year. Reported issue for this device is blurry and intermittent image. Upon inspection and testing, it was found that the image issue continued even after the endoscope connector was replaced. This indicates the issue occurred because charge couple device (ccd) cable incorporated into the bending section was buckled or broken. The cause of buckling or breakage of ccd cable resulted from stress applied to the bending section during insertion and withdrawal to/from the trocar. Applying stress from the outside to the bending section of the subject device was confirmed from the observed leak and crack of the video connector. This indicates that the user¿s handling of the device deviated from instructions for use (IFU). The following description is included in IFU (operation manual) to warn the user about applying stress from the outside to the endoscope. Important information - please read before use: contraindications, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. User complaint was confirmed. Upon inspection and testing, the device image was found to be distorted. Video cable was snaky. Incidental observations were leaking on the light guide cover glass and at the boot. Video connector had a hairline crack but no leak. Cause for the image issue could not be conclusively determined.

Event description:
As reported for this event, during reprocessing the image of the device was found to be blurry and intermittent with movement. There is no reported harm or adverse impact to any patient.